Event description:
This report is based on information provided by field service engineer fse and is currently under investigation by the philips complaint handling team. Philips received a complaint on the tempus pro indicating inaccurate reading of asystole was obtained when attempting an ECG (electrocardiogram). The customer was providing training to other firemen, one of the firemen started to feel dizzy. The device was connected in order to obtain an ECG (electrocardiogram) rhythm, the tempus pro kept alarming as if the now patient, was in asystole (state of cardiac arrest where all electrical activity in the heart has ceased). They have not been able to reproduce the error and can successfully take an ECG rhythm. No harm nor impact was alleged.